Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg and leads were explanted and replaced to address the issue. Patients ipg site discomfort has resolved.

Manufacturer narrative:
Correction e1- name, address and phone number.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000080124.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient experienced ineffective therapy and shocking, patients lead had high impedances. Patient is also experiencing discomfort at ipg site. As a result, surgical intervention may be undertaken to address the issues. It is unknown which lead has high impedances.